Manufacturer narrative:
Na

Event description:
It was reported that, "doctor revised a restoration modular stem and socket for instability. Doctor chose to remove broach top and correct version with cone body. Milling and implantation was uneventful until torquing of set screw/locking bolt. Bolt sheared at distal stem junction. Cone body was removed. Remaining screw (broken) was removed. Cone body was reimplanted and locked with bolt taken from next size up."